Event description:
Reporting status: serious injury- required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in early 2009, a dissection occurred after implantation of a 3.0 x 28 xience v stent in the rca. Another 3.0 x 12 xience v stent was used to cover the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v instructions for use (IFU), is a known adverse event associated with coronary stenting. Dissection is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other).